Manufacturer narrative:
The mayfield modified skull clamp (B)(6) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement is confirmed as valid after evaluating the device. The inspection reveals that it has a stuck rotary lock, which prevents proper fixation of the patient's skull. To resolve all issues, the skull clamps internal parts were replaced to adjust the unit according to manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test to meet manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit due to the skull clamp having a stuck rotary lock, requiring the locking mechanism to be repaired and cleaned. The probable root cause is routine use and wear of the unit. No further corrective action beyond these repairs is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the patient was under anesthesia and his head was already clamped in the mayfield modified skull clamp (B)(6), but the clamp could not be locked. The lock mechanism is unreliable, stiff, and jams occasionally, resulting in inadequate patient head fixation. There was no surgical delay or patient injury.